Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012152075 and data files were returned and analyzed. The data files show four therapies deliveries were performed the date of event using catheter identified as pscc100 of lot number 0012152075. The firmware error log file showed error message "ending therapy session due to error conditions". Visual inspection was carried out. The catheter appears intact without any visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. Mechanical verification of the steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy delivery was interrupted due to error #2000 (catheter electrical current error). Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact elect rode wires without any detachment or breakage. Dissection showed several charred electrodes, most likely due to damaged insulation. Insulation damage was also notices on several electrode wires at 9 and 36 inches distally from the proximal end of the connector. The electrode wires were kinked at several locations. In conclusion, the catheter failed the returned product inspection due to charred electrode wires, burnt/damaged electrode wire insulation and kinked electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, a catheter electrical current error was received. The pulsed field catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.